Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. There was no patient harm reported.

Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data logs confirmed the reported failure mode given there were multiple controller error alarms (opm comm crc error ¿ event set # 1045) triggered and resolved during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench placement, snr, contrast, lamp) are interpreted as -16384 values. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the controller error and transient loss of optical data was not determined due to the inability to reproduce the failure. This report is being filed as part of a retrospective review of historical records.